Event description:
While trialing a shoulder stem a spiral fracture was found on the humerus.

Manufacturer narrative:
Examination was not possible, as the prod was not returned. The investigation was limited to the info provided, as the part and lot number required to review the device history records was not provided. Provided info states the prod is not suspected of contributing to the reported event. Based on the investigation, the need for corrective action is not indicated.